Manufacturer narrative:
(B)(4)

Event description:
It was reported that the display device is not alerting at the proper threshold. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. A receiver download was performed and failed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.